Event description:
It was reported to philips that the device's battery pca pins are damaged. There was no patient involvement. One battery pca was returned for failure analysis. The reported problem was verified during visual inspection. J1 pins 7 and 8 were found bent/damaged.

Manufacturer narrative:
A follow-up report will be submitted once the investigation is completed.

Event description:
It was reported to philips that the device's battery pca pins are damaged. There was no patient involvement.